Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) being exchanged was unable to be confirmed. The patient¿s primary controller, 14v li-ion battery clips, 14v li-ion batteries, and primary system controller were exchanged due to power cable disconnect alarms, and it was reported that the backup controller was also exchanged. However, provided information indicated that the reason for the backup system controller being exchanged was unknown. The system controller did not return for evaluation, and no log files or other documentation were submitted for review. No device issues with the system controller were reported or identified via this investigation. Equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The device history records were reviewed and revealed no deviations from manufacturing or qa requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multiple power cable disconnects originating from the black controller power cable. Patient also reportedly had high flow and high power on (B)(6) 2025. Log files were submitted for review. Log file review by tech services confirmed numerous power cable disconnects on (B)(6) 2025 on the white power cable while connected to battery power, and numerous power cable disconnects on (B)(6) 2025 and (B)(6) 2025 on the black power cable while on battery power. No alarms occurred while connected to the power module. Log file review did not appear to capture any notable alarm conditions or parameter changes, and that the mcs equipment was operating as intended electronically and mechanically. It was later reported that the reported issue was caused by problems with the controller or battery clips. The patient experienced dizziness on (B)(6) 2025, otherwise asymptomatic. The patient had both primary and backup controller exchanged for this event and given a new set of batteries and battery clips. It was later reported on (B)(6) 2025 there was no documented reason for the backup controller to also be exchanged, but the controller, battery, and battery clip exchanges resolved all alarms.